Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging a meter casing issue with his onetouch verioiq meter. The complaint was classified based on the customer service representative (csr) documentation and additional information received when a senior csr reviewed the call. The patient claimed that the meter casing issue began on (B)(6) 2015. He reported that he could not put the test strip into the meter. The patient manages his diabetes with insulin (no adjustments) and denied making any changes to his usual diabetes management routine due to the meter issue. At the time of the call, the patient indicated that he was on holiday and hadn't tested since the alleged issue started, approximately 10 days beforehand. He claimed that 10 minutes after the start of issue, he became dizzy. He reported that he remained seated and administered 2 pills of dafalgan as treatment for his symptoms 30 minutes after the issue began on (B)(6) 2015. At the time of troubleshooting, the csr noted that the meter had not been used for the first time and based on the information available there was no misuse of the product. The csr advised the patient to contact a chemist as the issue remained unresolved. (The medical surveillance specialist subsequently noted that the onetouch verio test strips which the patient reported, he was using at the time of the alleged issue, had expired in september 2014). Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.